Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va1rcf8, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) who reported that during the implant procedure impedances were discovered to be abnormal on all electrode 0 combinations. Amplitude was increased to 1.5 and pulse width to 300, but the impedances were not resolved. The lead was taken out, wiped off and tried again without resolution. The lead was tested with the jhook and all electrodes provided bellows and toe under 3.0v so a new ins was tried, but the impedances were still observed. A new lead was opened and used which resolved the impedance issue. The rep noted that the healthcare provider (hcp) had bent the lead in the middle when removing, but no other potential fractures were related to use by the physician. No patient symptoms were reported and no delay in the surgical procedure was reported. The issue was resolved at the time of this report. No complications were reported or anticipated.